Manufacturer narrative:
A review of the device history record for strattice lot sp100482 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 25/apr/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿inguinal hernia repair¿ surgery and was implanted with strattice device on (B)(6) 2017. The patient underwent a ¿laparoscopy, repair inguinal hernia¿ on (B)(6) 2018. The patient then underwent a ¿drainage of retroperitoneal abscess and excision of foreign body from abdominal wall, retroperitoneum and bladder¿ on (B)(6) 2020. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain and suffering, physical injury, loss of enjoyment of life, and economic and non-economic losses as a result of [their] strattice implant.¿ patient ¿suffers from pelvic pain, abdominal tenderness, and chronic hematuria.¿ patient ¿has been hospitalized & undergone multiple surgical procedures.¿ patient ¿has suffered from a wound fistula/abscess.¿ patient ¿wore an uncomfortable stomach binder.¿ patient ¿has lifting restrictions and had to adjust [their] physical activities.¿ patient ¿has difficulty sleeping on his side & walking up & down stairs.¿ patient ¿takes¿longer to complete daily tasks.¿ patient ¿has difficulty participating in family outings & activities due to pain.¿ patient¿s ¿stomach is scarred & disfigured causing [them] embarrassment & lack of self-confidence.¿ patient ¿is fearful [they] will suffer another hernia in the future.¿ ¿these injuries contribute to [patient¿s] anxiety & depression.¿ the form lists the conditions that were treated were ¿robotic-assisted laparoscopic left inguinal hernia repair for recurrent hernia with a strattice 10 x 10 biologic mesh¿ on (B)(6) 2017. The patient also received a ¿cystoscopy post mesh excision for an inguinal hernia that extended into bladder¿ on or about (B)(6) 2017. Patient also received treatment for ¿depression; chronic cystitis with hematuria; hematospermia; cystitis; pelvic pain; hernia related symptoms; diagnostic testing¿ from 2017 to present. Patient also had ¿robotic-assisted laparoscopic right inguinal hernia repair with mesh¿ on or about (B)(6) 2018. Patient also received treatment for ¿lower abdominal/pelvic pain; ongoing issues secondary to embedded mesh in bladder/uti (transferred to va for additional treatment)¿ between on or about (B)(6) 2019. Patient received treatment for ¿abdominal pain, sob, difficulty walking, nausea, abdominal bloating¿ on or about (B)(6) 2019. Patient received ¿drainage of retroperitoneal abscess & excision of foreign body from abdominal wall, retroperitoneum, & bladder; cystoscopy, open cystolithotomy, excision of pm bladder mesh; gross hematuria, severe lower abdominal pain; preperitoneal inguinal hernia mesh with erosion into bladder, fistula into dome of bladder; large stone excised from posterior abdominal wall¿ between (B)(6) 2020. Patient also received treatment for ¿increasing left lower abdominal pain x1 week; pain in right abdomen¿ on or about (B)(6) 2021. The patient received treatment for ¿suicidal statements¿ between (B)(6) 2021. Patient received treatment for ¿hematuria; cystoscopy; CT - tiny fat-containing supraumbilical ventral & periumbilical ventral hernias¿ on or about (B)(6) 2022. Patient was treated for ¿abdominal pain and fluid collection¿ between (B)(6) 2022. Patient was treated for ¿interstitial cystitis (chronic) with hematuria (post mesh); depression¿ in (B)(6)2023. Patient had a ¿transurethral resection of bladder tumor¿ on or about (B)(6) 2023. Patient received treatment for ¿inguinal pain; turbt; cysto; persistent hematuria; management of urologic care¿ in 2023. Patient was treated for ¿left inguinal pain, sob (when lifting something and exercising)¿ in 2023. Patient was treated for ¿hematuria; generalized abdominal pain with bloating; sharp pain in inguinal area¿ between on (B)(6) 2023. Patient was treated for ¿acute onset of llq abdominal pain with mass x 6 days¿ on or about (B)(6) 2023. Patient received treatment for ¿f/u ER; chronic pain due to mesh complications for left inguinal hernia repair; chronic hematuria; chronic depression since urologic diagnosis; interstitial cystitis (chronic) with hematuria¿ on or about (B)(6) 2023. Patient received treatment for ¿depression, anxiety¿ in 2023. Patient received treatment for ¿uti; painless hematuria¿ on or about (B)(6) 2024. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿mesh 3d max,¿ on (B)(6) 2018. The form indicates that the device was revised on (B)(6) 2018 due to ¿laparoscopy, repair inguinal hernia.¿ the patient was implanted with another non-abbvie device, ¿surgipro mesh¿ on (B)(6) 2000. The form indicates that the device was revised on (B)(6) 2020 due to ¿drainage of retroperitoneal abscess & excision of foreign body from abdominal wall, retroperitoneum, & bladder.¿ as reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6)2017. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6)2017. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.